Event description:
The customer reported that the ortho provue missed an antibody that was detected in manual gel.

Manufacturer narrative:
An ocd field engineer arrived on site and observed the fine probe alignment off. The fe readjusted the camera and performed diagnostics. All diagnostics checks were good. Repairs have returned this instrument to expected operation. (B)(4).